Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), +20.0d) was originally implanted backwards in the eye on (B)(6) 2023. The patient had 20/25 vision after the initial surgery. Then on (B)(6)2023, the surgeon flipped the lens to the correct orientation. Rxsight's first awareness of this event was on (B)(6)2023.

Manufacturer narrative:
The site reported that during the primary implant surgery for a light adjustable lens (lal, sn (B)(6), +20.0d) on (B)(6) 2023, the surgeon observed a small capsular bag tear before the lal was inserted. The lal was backwards upon delivery into the eye; however, the surgeon did not want to risk extending the capsular tear and did not flip the lens into the correct orientation at that time. Then during a follow-up surgery on (B)(6) 2023, the lens was flipped into the correct orientation. The surgeon also performed a pars plana vitrectomy and removed some retained natural lens material left over from the previous surgery. The lal is still implanted in the eye. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).